Manufacturer narrative:
Qn#(B)(4). The catalog# and lot# are unknown. The user facility does indicate that a cvc line was used. Written documentation was provided with information from the attending physicians who treated the patient stating, "I suspects that this reaction to the impregnated central venous catheter contributed to the very poor outcome, however, mr. (B)(6) was quite ill on admission and had severe sepsis with shock a condition that carries a significant mortality as well".

Event description:
The customer reports that the patient was admitted to the hospital with right sided chest pain, fever, cough and looking quite unwell. He was tachycardic and hypoxemic. Due to respiratory failure he was intubated in the emergency department and transferred to ICU. Two days after his admission, a central line was placed, after which the skin became acutely mottled, blistered and developed bullae with some subsequent sloughing. The patient expired.

Manufacturer narrative:
(B)(4). The customer indicated that the sample in question was not available for evaluation. A device history record (DHR) review could not be performed as no product code or lot number was provided. The instructions for use (IFU) for all arrow coated catheters warn that the catheter is contraindicated for patients with known hypersensitivity to chlorhexidine acetate, silver sulfadiazine, and/or sulfa drugs. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the patient was admitted to the hospital with right sided chest pain, fever, cough and looking quite unwell. He was tachycardic and hypoxemic. Due to respiratory failure he was intubated in the emergency department and transferred to ICU. Two days after his admission, a central line was placed, after which the skin became acutely mottled, blistered and developed bullae with some subsequent sloughing. The patient expired.

Manufacturer narrative:
(B)(4). Additional information was received and the product code was identified as ca-42703-p1a.

Event description:
The customer reports that the patient was admitted to the hospital with right sided chest pain, fever, cough and looking quite unwell. He was tachycardic and hypoxemic. Due to respiratory failure he was intubated in the emergency department and transferred to ICU. Two days after his admission, a central line was placed, after which the skin became acutely mottled, blistered and developed bullae with some subsequent sloughing. The patient expired.